Manufacturer narrative:
The reported problem was investigated by the user. The user found that "the problem was related to the sticking collet and was corrected by the collet cleaning." The cleaning procedure is an " as needed maintenance" described in the summit sample handling system user's manual. The instrument was returned to service without further problem.